Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. Microscopic examination revealed that the balloon has pinhole 33mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation, the balloon ruptured. Subsequently, a coyote nc balloon catheter was used for dilatation; however, it was unable to expand completely. The procedure was completed with a 2.5mm percutaneous cutting balloon catheter with no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation, the balloon ruptured. Subsequently, a coyote nc balloon catheter was used for dilatation; however, it was unable to expand completely. The procedure was completed with a 2.5mm percutaneous cutting balloon catheter with no patient complications reported.